Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump would not reinflate when squeezed and only would reinflate after the button was pushed. Upon explant, the tubing leading to the reservoir and one cylinder was damaged and the source of the leak. The reservoir was retained in the patient for use with the new pump. A new inflatable penile prosthesis was implanted. No patient complications were reported.